Event description:
It was reported to boston scientific corporation that a captivator micro-hex snare device was used during a colonoscopy with polypectomy. According to the complainant, cautery was unsuccessful when the physician attempted to resect the target polyp. Reportedly, the physician had to advance the endoscope to the polyp and pull the snare through the working channel to sever the polyp, thus completing the procedure. No patient complications resulted from this event. The patient's condition was reported to be stable following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.